Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing data despite being in use. Additionally it was reported that ¿bolus is not going through¿. Customer declined to troubleshoot and the alleged root cause could not be confirmed. Customer¿s blood glucose (bg) level was greater than 600 mg/dl. Elevated bg was addressed by a bolus via the pump. Reportedly, customer continued to use the pump for insulin therapy.